Event description:
It was reported that the patient experienced unspecified issues with a sling device leading to an artificial urinary sphincter (aus) being implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure and needed more than three pads daily. The onset of the incontinence was unknown and there were no device malfunctions associated with the sling. The patient did not experience any further adverse events. No more information available at the moment. Should additional information become available, it will be provided.